Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor noticed that the split tip was skewed. A second attempt was made and the split tip was skewed. The second attempt is documented in MDR# 1036844-2017-00274.

Manufacturer narrative:
Qn#: (B)(4). One hemodialysis catheter was returned for evaluation. Visual examination of the returned catheter revealed that the arterial tip (shorter tip) was bent at an angle just above the split which resulted in the arterial tip folding over the venous tip. At rest the arterial and venous tips overlap. No damage was observed on the venous tip or any other part of the catheter. The length of the arterial tip, and the distance between the end of the arterial tip and the end of the venous tip were measured and the measurements were found to be within specification. The catheter was flushed with water and no blockages were observed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the catheter tip split being skewed was confirmed through visual examination of the returned sample. The arterial tip of the catheter was bent at an angle from its normal position which resulted in the arterial tip folding over the venous tip. Dimensional inspection of the returned sample and a DHR review did not reveal any manufacturing issues. Therefore, the potential root cause for this issue is packaging related. A non-conformance request was initiated to further investigate this issue.

Event description:
The customer reports that the doctor noticed that the split tip was skewed. A second attempt was made and the split tip was skewed. The second attempt is documented in MDR# 1036844-2017-00274.